Manufacturer narrative:
(B)(4). Examination of the acetabular liner does find evidence to support the reported disassociation event. Inadvertent use error is suspected. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of hip producing a squeaking sound. Surgeon evaluated and determined revision of poly and head would address issue. Doi: unknown. Dor: (B)(6) 2019. Unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Examination of the returned liner finds evidence of a disassociation event. The squeaking noise was likely from articulation of the femoral head within the cup after the liner disassociated.